Event description:
The pt's parents reported that the pt experienced elevated blood glucose of 300 mg/dl during one night in 2009. The pt's parents monitored the pt's blood glucose every 2 hours and bolused through the infusion device. The pt's blood glucose did not decrease. The following morning, the pt vomited and her blood glucose elevated to 400 mg/dl. The pt was taken to the hospital and was released the next day. She switched to her backup infusion device. Her normal blood glucose range is 80-120 mg/dl. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.